Manufacturer narrative:
One velocity amplifier, case study, images, and video were received for evaluation. The amplifier powered on and displayed solid green led. The functional, patch, and steering current tests ran with no errors. Review of the case study, images and video confirmed catheter distortion occurred however a root cause could not be determined as the precision application correctly displayed the catheters according to location data it received. No abnormalities occurred that would have resulted in the reported catheter distortion and cancelled procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During an atrial fibrillation ablation procedure a cancellation occurred due to distorted and stretched catheter display. During the procedure all catheters appeared distorted. The connecting cable to the ablation catheter was exchanged, the amplifier and dws were restarted, a new catheter was used, patient reference patch connection and patch placement on the patient were checked, all connections on the front of the amplifier were reconnected, connections on the record connect were checked, a new case with the existing patient was started on the velocity system, the fiber optic cable was exchanged, all patches were exchanged and a new study was started with the new patches but there was no improvement. The issue was not resolved and the procedure was cancelled. There were no adverse patient consequences.